Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not communicating with transmitter. Customer's blood glucose was 125 mg/dl. During troubleshooting, alarm history showed a spanish anomaly alarm. It was reported that insulin pump was not stored without battery. After troubleshooting, customer was able to successfully run test plug. When sensor was removed it was found that sensor cannula was slightly bent. Sensor would be replaced.